Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shut down during a flight. The issue was related to a latch between the battery and the ac module. A patient was involved, but no harm was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional information: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to confirm the failure. The fse performed an electrical safety check on unit with batteries and power supply. Fse spoke with staff and the thought it could have happen due to not locking the power supply in place during transport. The unit passed all functional and safety tests per manufacturer specifications.